Event description:
The surgeon was performing a laparoscopic repair of a periesophageal hernia. The surgeon was using the endostitch device, suturing it through a 1/4" penrose with difficulty when part of the needle broke off. The endostitch device was removed from the patient and the scrub nurse noted a piece of the needle in the endostitch device. The surgeon searched the patient's abdominal cavity for other part of the needle. The needle was unable to be located. A new endostitch device was opened to the sterile field. An x-ray was performed prior to emergence of patient from anesthesia. The surgeon reviewed the film and requested it be read by a radiologist.